Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The ipp was explanted. There were no device issues and not further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).